Event description:
It was reported that during a davinci assisted radical with lymphadenectomy prostatectomy surgical procedure, the 30-degree endoscope was used, and the head of the endoscope could no longer be rotated. It was no longer possible to look either up or down. Furthermore, the instruments could no longer be operated properly, and the instruments were displayed inverted image. The endoscope was removed, and the surgery was finished with a 0-degree endoscope. The procedure was completing as planned with no patient harm, adverse outcome or injury. The issue caused a procedure delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the endoscope moved with unintuitive movement, particularly reversed control of the endoscope despite correct alignment and installation. The reporter stated the endoscope did not move freely, but the endoscope head could no longer be rotated, it had become stuck. The problem could not be solved, the surgery had to be continued with a 0° endoscope.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have endoscope adapter damage/friction issue. The complaint regarding image orientation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of this binding is attributed to component susceptibility to increased friction. This complaint is being reported due to the following conclusion: failure analysis acknowledges that the 30-degree endoscope was found to have damage/friction to the camera instrument adapter (aea) component. Damage/friction to the camera adapter results in poor camera control, which could result in an inverted image and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.